Manufacturer narrative:
Section d4, d11, h4: additional information. Incidental findings: superficial damage to the outer silicone jacket was found. Manufacturer's investigation conclusion: the report of low speed, low flow, and pump stop events can be confirmed based on the submitted log files. Throughout the captured data, numerous low speed, low flow, and pump stop events were captured while the patient was supported by the power module and mpu. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of the driveline. A distal end driveline replacement was performed by a tech services representative on 11jun2020. Approximately 18¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. The silcone sleeve was removed, and the examination of the bionate revealed a green tint. The bionate was removed and areas with shield breakdown were noted. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the patient continued to have low speed and pump stop events and was placed on an ungrounded cable. The patient remains ongoing on vad support. The heartmate ii lvas patient handbookcontains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number # 2916596-2020-03119. The patient had low voltage, external power disconnect, low flow, and low speed alarms on (B)(6) 2020. He was thought to be volume down and was instructed to drink more fluids. Patient arrived at clinic and had pump stopped for 17 minutes for interrogation. The patient was connected to mpu when the alarm occurred. Short-to-shield was suspected as there was rescue tape on driveline. Log file analysis confirmed the alarms and linked to perc lead issues. Driveline x-rays showed a suspicious are at the distal end bend relief. The alarms occurred while patient was tethered on grounded cable. Ungrounded patient cable received. There was also a pump stop on (B)(6) 2020, same day as driveline repair. Log file analysis confirmed driveline fault/pump off alarms which appeared to be related to driveline repair. After driveline repair, the patient had another pump stop when connected to a grounded cable. He was sent home with an ungrounded cable and issued a power module. He has had no further alarms since discharged to home.